Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined. In addition, a lot number was not provided. Without a lot number a device history review is unable to be performed.

Event description:
The event occurred on an unspecified date in (B)(6) 2019 and a user facility mandatory medwatch (# (B)(4)) was received on (B)(6) 2020 that stated: "at the end of the chemotherapy infusion it was noted that the patient's gown was wet near the port site. It looked at though the spiros cap was leaking on the distal end when it connected to the ic luerlock. The chemotherapy was stopped and spiros cap was checked to see if it was tightened and it was. The end that was connected to the IV line was spinning as intended. The issue was at the end that connects to the IV. I restarted the chemo flush but noticed that it continued to leak a small amount. I flushed the line and discarded the chemo line.¿ the intended procedure was an unknown chemotherapy infusion. There was patient involvement, however, no report of patient harm or adverse event.